Event description:
It was reported that during a sigmoidectomy procedure, the instrument stopped working. High frequency noise from the blade instrument was retorqued twice as indicated. There was no pt consequence.